Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed, however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, mildly calcified lesion in the proximal to mid left anterior descending (lad) coronary artery. A 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion to perform post-dilatation; however, the balloon ruptured during the first inflation at an unknown pressure. A non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.